Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 19045ui00 and the complaint issue. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Labeling was reviewed and found to be adequate. As per complaint text, the customer suspects the water quality used was the reason for the initial elevated result. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent for lot 19045ui00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a female patient. The following data was provided (customer¿s reference range for female is 0 to 15.6 pg/ml: initial result = 54.24 pg/ml, repeat = 7.89 pg/ml no impact to patient management was reported.